Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the distal conductor was deformed and there was deformation/fracture of theproximal section of the inner coil.

Event description:
It was reported during the implant procedure, that the lead was not used due to the helix mechanism as it would not deploy, preventing lead fixation. After >30 turns, the helix finally deployed, however, the stylet could not be removed from the lead body. The lead was not implanted. No patient complications have been reported as a result of this event.